Event description:
It was reported that an endobronchial tube cuff did not properly deflate. There is no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4). This follow-up is being submitted for corrections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported "cuff won't inflate" event was not confirmed in the returned sample. A review of the device history confirms that no lot anomalies have been noted.